Event description:
User facility nurse educator reported a patient experienced "severe, prolonged episode due to rapid achievement of ultrafiltration goal" during a treatment on a system 1000 hemodialysis device. The ultrafiltration (uf) goal was 3.3 kg but actual uf removal was 2.8 kg. Therefore, the uf goal was not exceeded or even reached, however, it was reported that the rate of uf removal exceeded what was intended. The patient experienced a decrease in blood pressure (reading unknown). The patient was administered 200 ml of concentrated saline and 1 unit of albumim/mannitol infusion and was reported to be "well". Treatment parameters consisted of a 300 ml/minute blood flow rate, 500 ml/minute dialysate flow rate, and a four hour treatment.